Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling. It should be noted that instructions for use (IFU) hi-torque guide wire, warnings section states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. In this case, the reported complaint pushing the wire against resistance did not cause or contribute to the reported resistance with the stent during advancement. The investigation determined the reported difficulty to advance, difficulty to remove, and kinked tip appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance with the implanted stent. Manipulation of the guide wire against resistance resulted in the reported kink and difficulty to remove during retraction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo lesion in the mid left anterior descending coronary artery (mlad). After stent implantation, a ht versaturn guide wire was advanced however caught on the stent strut during advancement. Force was applied and the shaft [tip] kinked. During removal resistance was felt with the lesion. A non-abbott guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.